Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented with a complaint of dizziness. Egms show far field r wave over sensing on the atrial lead channel falling in atrial blanking period. There was also over sensing on a stored egm. The lead remains in use. No patient complications have been reported as a result of this event.